Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough ns; guide cath: maconecls 3.5. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a brachial artery access approach during a procedure of the concentric, heavily calcified, moderately tortuous, 90% stenosed, de novo proximal circumflex artery with a vessel diameter of 3.0 mm and lesion length of 15 mm an intravascular ultrasound (ivus) was advanced but failed to cross the lesion. The 2.25 x 12 mm nc trek balloon dilatation catheter (bdc) was advanced with anatomical resistance and reached the target lesion. During the third inflation attempt at 18 atmosphere (atm) the balloon ruptured. The ivus was advanced and the lesion was further dilatated with a non-abbott balloon and a 2.75 x 18 mm xience xpedition stent was deployed without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.